Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the ECG acquisition failure was isolated to a defective u612 inverting charge pump on the computer/analog board. The u612 component was not producing any output. The root cause for the u612 failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize an ECG signal.